Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the cadiere forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation found the distal end of the instrument was missing and not returned with the instrument. The following parts not returned are: grip tips, distal clevis, proximal clevis, and distal pulleys. The main tube was broken at the distal end. The grip and pitch cables were broken as a result of the distal end being severed. The customer provided a photograph reviewed by a isi quality investigations engineer (qie) which shows the proximal clevis is dislodged from the main tube, preventing the instrument from being removed.

Event description:
It was reported that during a da vinci-assisted lobectomy surgical procedure, the cadiere forceps instrument tip and the insert were misaligned and it was not possible to take the instrument out from the cannula. The instrument was retrieved from the patient along with the canula and the arm. Then the only way to take out the instrument from the canula was cutting the distal end of the instrument. This was done away from the patient. A 3rd party instrument was used and the procedure was completed with no reported injury. The customer provided a photograph showing the instrument tip dislodged from the instrument tube.